Event description:
It was reported that the patient experienced pain and surgeon drew fluid from patient to determine if infected. Result of test determined infection. Patient was scheduled for surgery on (B)(6) 2013 and implants were removed and antibiotic spacer used .

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown cr poly insert 10mm. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 7125-0011, series 7000 standard m/s tibia, lot code: t010601. Cat. No.: 70-5113l, scorpio cr m/s femur w/lfit, lot code: k00n554. Cat. No.: unk, unknown patella, lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.